Event description:
The pt was undergoing a laparoscopic supracervical hysterectomy and the unipolar loop broke as it was being used to cut tissue. The loop hit the pt's bowel causing a .50cm superficial injury to the bowel. A general surgeon was called in to assist with the inspection of the bowel, and the bowel was oversewn with 3 sutures. The pt was kept in the hosp for 2 additional days to confirm there were no other complications. She was discharged home and has continued to do well.